Event description:
Boston scientific received information that this right atrial (ra) lead exhibited an out of range impedance measurement. The lead was surgically abandoned and an new ra lead was successfully implanted. There were no additional adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.